Event description:
Pt with history of cad and recent large anterior mi developed persistent hypotension despite multiple pressors and other interventions; septic shock and diabetic ketoacidosis in 24 hrs prior to death. A pacer had been attached to pt for decreased hr in 40s. It was working without problems. Approx 10 mins later the rn noted the monitor screen was blank. All equipment checks were ok concurrent to this event. Although not determined to be due to problem with pacer, the pt developed persistent ventricular fibrillation which progressed to her death in spite of appropriate intervention. The temperol relationship only of these two events prompted this report.